Manufacturer narrative:
Event date is an estimate. During processing of this complaint, attempts were made to obtain complete patient and event information.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. It was noted that the patient programmer displayed 'inactive'.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B5 - correction: it was initially reported that the ipg was unable to communicate with external devices. It is unknown if the ipg was able to communicate with external devices.

Event description:
The patient was attempting to place the ipg into MRI mode. The ipg could not be placed into MRI mode due to the ipg being 'inactive."